Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The primary tka occurred on (B)(6) 2015 secondary to arthritis. It was noted that an intramedullary nail was removed and there was evidence of patches of avascular necrosis of bone at the proximal and distal femur though no information provided as to the manufacturer of the intramedullary nail or reason for the necrosis. A depuy femoral component, adapter bolt, femoral adaptor, femoral stem, tibial tray, insert, patella, and depuy cement x 2 was used at the primary. The femoral component, adaptor, bolt, stem, and insert were later revised on (B)(6) 2016 for pain and aseptic loosening. The operative report states that intra-articular adhesions were lysed and the femoral component was removed with ease requiring a back slapping device. There was no confirmation within the operative report clearly stating the femoral component was loose or which interface the looseness occurred. However, the sales rep that was present at the time of the original revision stated that there was pain and femoral loosening at the cement to implant interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain.